Event description:
Complaint called in by dm on (B)(6) 2020--did (B)(6) 2020. As reported to customer relations: "customer said that, upon retrieval, the stent broke. No other details provided at this time." Additional information provided by dm on (B)(6) 2020: " how was the procedure completed? By pulling on stent it finally came loose."

Manufacturer narrative:
1 x rms-060026-r of lot number c1382287 was not returned to cirl for a lab evaluation. Therefore a document based investigation was completed. Prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for rms-060026-r of lot number c1382287 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1382287 . The instructions for use, which accompanies this device warns of the following ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. It may be noted that according to the instructions for use, instructs the user in step 7: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a final warning in the instructions for use indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related. It maybe as the result of compression by a tight stricture, it was report force was required to remove the stent. This excessive force may have caused the stent to break on removal. Complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not require any additional procedures or suffer any adverse effects as a result of this procedure. Complaints of this nature will continue to be monitored for emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint called in by dm on 04feb2020--did 04feb2020. As reported to customer relations: "customer said that, upon retrieval, the stent broke. No other details provided at this time." Additional information provided by dm on 04feb2020: " how was the procedure completed? By pulling on stent it finally came loose."